Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). (B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.customer will not release.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. No thermal issues were noted during inspection. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. The harmonic devices use ultrasonic energy to cut and coagulate via vibrations in the blade; and the movement of the blade has to have direct contact to generate heat.

Event description:
It was reported that during an open thyroidectomy procedure, as the surgeon finished the case using the device; he found the skin of the patient was seriously burnt. The surgeon reported the active blade never touched the skin of the patient, but suspected the aluminum part above the active blade heated up. The surgeon, hospital, and the patient were concerned about the burn, thus the instrument was kept by the hospital in case further action requested by the patient. There were no adverse consequences for the patient. Had the surgeon been inserviced to use wet 4x4 when working on the thyroid area? No, we briefly introduced the instrument to him. That was his first trial, which we were not informed for sis. Had the surgeon been inserviced as to heat management on all harmonic devices? Not all, his expectation on focus was similar to ace23e which he is familiar with. What is the severity of the burn? Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Was any medical intervention used? (Such as salve or stitches) no intervention was used on the burnt area, gauze was laid on top for regular dressing. What is the current patient condition? The wound healed up and left burnt scar.